Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was cracked. This is 2 of 2 related events. The following information was provided by the initial reporter: we don¿t have a lot but we had another one crack the other day. We had another tri-fuse filter crack on 8/7/2023.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was cracked. This is 2 of 2 related events. The following information was provided by the initial reporter: we don¿t have a lot but we had another one crack the other day we had another tri-fuse filter crack on (B)(6) 2023.